Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) attempted to follow up with the patient. However, was informed that the patient did not reside at that address, nor was she available on that phone number anymore. The patient stated that the alleged product issues began on ¿(B)(6) 2016 at 8:00am¿. On an unspecified time prior to the alleged issues beginning the patient reported that she was experiencing symptoms of dry mouth and shakiness. She reported obtaining an inaccurate low result of 81mg/dl on the subject meter. The patient manages her diabetes with insulin (self-adjuster) and stated that on (B)(6) 2016 at around 8am she continued with her usual dose of medications including sliding scale of ¿humalog 3cc¿s¿ as a result of the alleged issue. At the time of trouble shooting, the cca confirmed that the unit of measure was set correctly, the test strips were stored correctly and had not expired. The patient did not have control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.